Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports pain and swelling in the area of the inguinal hernia repair he underwent in 2004. The patient reports numerous tests have been conducted and there is no confirmation of the source of the pain or swelling. The patient noted he was advised to not have the mesh removed. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Additionally, both meshes remain implanted. With the currently available information, no conclusion can be drawn. See MDR 1213643-2011-00762 for information related to the perfix plug implanted on (B)(6) 2004.

Event description:
Based on the information reported by the patient: on (B)(6) 2004 - patient underwent left inguinal hernia repair with a perfix plug and a bard flat mesh. Ni/ni/ni - office visit: patient had complaints of swelling and pain in his left lower abdomen. Patient was advised to not have mesh removed.